Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an unexpected g5 mobile application shut-off. No additional patient or event information is available. A complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed and did not confirm the reported unexpected g5 mobile application shut-off.